Manufacturer narrative:
(B)(4). Device received in a condition which made analysis impossible. Unable to test because used strips were returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Caller reported blood glucose results of 64 mg/dl on compact plus system, 34 mg/dl on aviva combo system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.